Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the pigtail of the stent was detached. Reportedly, no damage was noticed to the shipping container or the product packaging. The suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the pigtail of the stent was detached. Reportedly, no damage was noticed to the shipping container or the product packaging. The suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the bladder pigtail was detached. The device presented a clean cut, which seems to be made with a mechanical instrument like scissors. The suture was not returned with the device. Additionally, the suture hole was ripped all the way to the tip. The tear is consistent with one caused by the suture when it is being pulled. Therefore handling damage contributed to this event.